Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to bsc on 11/15/2006 that during the routine replacement of the enteral feeding device, the inner bolster became detached, falling back into the gastric cavity. The patient's gender and age is unknown. It was also reported that the device had been in place for 6 months. A scope was then inserted and the detached piece was successfully retrieved. A replacement was completed with no reported adverse effect to the patient.